Event description:
It was reported that a bur walked out of a kavo handpiece and lodged in a socket during an extraction procedure. Despite immediate action to retrieve the bur by a colleague, it ultimately entered the sinus and required surgical intervention remove.

Manufacturer narrative:
Three burs from the same lot as the bur involved in the event were returned and evaluated for dimensional and surface properties. The diameter of the handles was measured and found to conform to internal specifications (which are aligned with iso standards 3823 and 1797-1). Surface quality was also analyzed and found to be in specification. Additionally, insertion and removal of all three burs into and from three sample contra-angle handpieces was performed and found to function correctly. Finally, a DHR review was conducted with no abnormalities noted. The bur involved in the event was not returned.